Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the audio tones were not functioning. She stated, the pump did not alarm appropriately for a low cartridge or for an empty cartridge and the patient awoke on an unspecified date with blood glucose (bg) of 28mmol/l. There were no reported signs or symptoms of hyperglycemia. The reporter stated that a new cartridge was filled and loaded and the patient's bgs returned to normal. Customer support reviewed the pump with the reporter and noted that the alert volume is set to high. A review of the alarm history indicated that the pump alarmed for a low cartridge on (B)(6) 2012 at 19:15 and for an empty cartridge on (B)(6) 2012 at 7:15. During troubleshooting, the reporter rebooted the pump to see if the pump would alarm after a rewind, and the reporter noted that the pump did alarm and she could hear the alarm. There was no pump malfunction noted; the pump was found to be alarming appropriately. The pump is not returning at this time and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error with inappropriate response to appropriately emitted alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.